Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the battery compartment was cracked. Unrelated to the original complaint, the battery cap coin slot was damaged making the cap difficult to remove.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.